Manufacturer narrative:
Was reported that following insertion the patient experienced urinary problems and recurrence. It was reported that patient underwent revision on (B)(6) 2008 due to recurring sui repair. It was reported that patient underwent revision on (B)(6) 2009 due to pelvic relaxation and symptomatic cystocele. It was reported that patient underwent revision on (B)(6) 2010 due to incontinence, cystitis and hematuria. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 1/19/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic pelvic relaxation with a symptomatic cystocele. It was reported that patient underwent bladder neck sling with transobturator tape and cystoscopy due to sui on (B)(6) 2009. It was reported that patient underwent interstim placement and testing due to incontinence, overactive bladder, frequency and urgency on (B)(6) 2012. It was reported that patient underwent excision of mesh due to erosion on (B)(6) 2012. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion:: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.